Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that while troubleshooting for a change sensor alarm, her blood glucose level dropped to 49 mg/dl when she woke up that day. By lunch her blood glucose level dropped to 42 mg/dl but her blood glucose level went up to 221 mg/dl by dinner. The customer treated her blood glucose level with food. The insulin pump alarmed stuck button. The customer was able to clear the alarm and the buttons on the insulin pump were working. The device was not returned.